Event description:
It was reported following a percutaneous procedure, a 6f angio-seal evolution was deployed. The patient experienced a retroperitoneal bleeding event. The patient was taking prescribed anti-coagulant medication and has medical history of coronary artery disease (cad). It was reported following a percutaneous procedure, a 6f angio-seal evolution was deployed. The patient experienced a retroperitoneal bleeding event. The patient was taking prescribed anti-coagulant medication and has medical history of coronary artery disease (cad). The person who deployed the device is unknown, and it is uncertain whether they were trained or in the process of being trained. Attempts to gain additional information have been unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.